Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit is out specifications. The customer reported the volumes are inaccurate. At this time, the customer performed troubleshooting, but the issue was not resolved. The customer reported no patient involvement is associated with the event.